Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 16-aug-2025, the user reported a low blood glucose (bg) of 70 mg/dl (fingerstick), which was treated with gummies. After 20 minutes, bg rose to 97 mg/dl and stabilized. At the end of the call, the event involved lowest recorded bg of 70 mg/dl, was corrected with food, and was managed without medical intervention or external assistance. No symptoms were reported during the event.